Event description:
Pt reported developing swelling and pain in the groin more than seven yrs following a left inguinal hernia repair. A fever of unk etiology was reported in 2007. The pt was prescribed antibiotics and pain medication. No further info was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.